Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. Concomitant medical devices: 5068-52 lead, implanted: (B)(6) 2003; 5068-58 lead, implanted: (B)(6) 2003. (B)(4).

Event description:
It was reported that one day post-implant, the left ventricular (lv) lead had displaced due to poor lead fixation resulting in diaphragmatic stimulation. The lv lead was repositioned. During a 12 month post-operative follow up visit, a chest x-ray indicated that the lv lead had spontaneously displaced again causing a pacing failure. The patient is currently being monitored and the lv lead remains in use. The patient is a participant in a clinical study. No further patient complications have been reported as a result of this event.